Manufacturer narrative:
DHR review was unable to be performed since no lot number was provided. No product has been returned and the investigation could not confirm the reported issue. Incoming quality performs a dimensional inspection on the inner diameter using an s-4 sampling plan with a 0.40 aql for all red cap lots. There have been no non-conformance reports issued on the red cap for dimensional defects. Red caps are provided with every standard and customized adult cuffless and tts tracheostomy device. Additionally, incoming inspection is performed on the connectors used in the manufacturing of tracheostomy devices. There have been no non-conformance reports issued on the connectors or swivels for dimensional defects that would prevent the red cap from remaining seated on the connectors. A review of complaints since 2018 revealed three complaints for the red cap from two complainants. No trend has been identified for red caps not remaining seated. Red caps can stretch over time and should be replaced. Notification to the supplier of the red cap and to the suppliers of the connectors and swivel of the three complaints was made along with a request to review any changes in raw materials or processing steps. No corrective actions are planned at this time.

Event description:
It was reported that red caps are not fitting securely onto trachs and falling off when in use. Unknown lot number. No injury or medical intervention.